Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring approximately 12mm x 4mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the physician had issues delivering both of the pipelines (4.5mm x 18mm, qty. 2) distally through the marksman and also had difficulty releasing them from their capture coils. Both of the pipelines were removed from the patient. A different marksman was used and a new pipeline (4.75mm x 18mm) was implanted without issues. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00051.